Event description:
Customer reported device = 535 mg/dl. Family doctor was called and referred patient to go to the emergency room (ER). Customer went to the hospital at 9:30 pm. At 10:45 pm, device = 154 mg/dl. No treatment was received and patient was released. Controls were in range. A request was made for return product and replacement product was sent.